Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence concurrently with a hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, and dyspareunia. It was reported that the patient underwent mesh and vaginal mucosa excision on (B)(6) 2005 due to suburethral wound disruption after mesh placement. No additional information was provided. (B)(4).